Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that the sensor showed the blood glucose to be at 57 mg/dl and the customer treated and put the insulin pump into suspend. The spouse reported that the blood glucose was 68 mg/dl and that the sensor showed inaccurate readings. The spouse stated that the customer was getting sick due to the incorrect suspends. The spouse reported that the sensor reading was 64 mg/dl when the blood glucose was 251 mg/dl. The customer attempted to enter the blood glucose to prevent the insulin pump from suspending and received a calibration error alert. There was no incorrect or delayed blood glucose entry. The customer was advised on proper calibration. The customer was unable to continue troubleshooting.